Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated an alternate instrument with a negative result obtained. The redrawn sample was repeated on the original instrument with negative result obtained. Patient treatment was not reported to have been altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.